Event description:
It was reported that the atrial connector of the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the atrial output connector was broken. Analysis also found that the upper and lower cases, town side bail covers and the ring cover were broken, that the battery contacts were compressed, one side bail was missing and the liquid crystal display had missing segments. All found defective parts were replaced. (B)(4).